Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a "lock broken side 2". This condition had the potential to interrupt delivery. This condition was found in medicine ii area upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a "lock broken side 2" was confirmed by baxter personnel."the root cause of this condition was determined to be a missing door latch and physical damage on the pump door." Should additional information be received a follow-up medwatch will be submitted.